Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an administration port was detached from tpn therapy bag. The issue was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.